Event description:
Anterior migration of the inferior plate of pcm prosthesis was reported. No injury occurred. Revision surgery reportedly occurred (B)(6) 2014. Initial surgery date was (B)(6) 2013, consisting of prosthesis implantation at c4-c5 and occurrent acdf at c6-c7.

Manufacturer narrative:
(B)(4). The reported event is confirmed at the c4-c5 level; the inferior plate has ben displaced anteriorly. It was reported that the pt's anatomical characteristics contributed to the event. The device has been returned and analysis is pending. No root cause has been identified. Review of the DHR indicates all material types, dimension and treatments were within spec at the time of release.